Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. Additional information received form the consumer reported that she had a loss of therapy. She was on program 4 at 2.2 volts and was getting up at night and losing water. When she lay down at night and got up it just came out. She had to sit on the toilet after she went and still urinated more. When she lay back down and changed body positions she felt like she had to pee again. If she drank soda during the day, she had other issues. The patient did not feel stimulation and therapy was confirmed to be on. There was no emi or medical procedures related to this issue. There were no falls or trauma related to this issue. The patient increased stimulation to 2.5 volts and then felt simulation in the correct location and in her left foot and ankle. It was also noted that the device was giving the patient a lot of pain. The doctor looked and it did not look like the system was out of place. The patient changed positions and the pain went away.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, product type: programmer, patient. Product ID: 3889-28, lot# va0rzsd, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that there was symptom return. The patient was waking up 4-5 times at night and as soon as she turned over she had to go. After she got the device it was not as bad. But it came back all of a sudden. She had an episode of water running all down. This occurred on (B)(6) 2015. It was also reported that the patient tried to make an adjustment using the patient programmer and could not. The patient described the low patient programmer battery screen. The batteries were changed while on the phone and that resolved the situation. It was also reported that the patient felt stim down her left leg to her left foot. The stim was on program 1 at 3.1 volts and even at that high, her symptoms were not helped. Stim was lowered down to 1.5 volts and the patient was more comfortable. The patient did not feel stim in the correct area. The batteries were changed, the program was changed to program 4, and stim was increased to 2.2 volts. She felt stim in the heel. Stim was reduced to 1.8 volts and she did not feel stim. The patient walked and moved and felt a little stim, which was comfortable. Stim was being felt in the correct area. The patient was going to follow-up with their health care professional (hcp). It was further reported by the consumer that they did not feel stimulation and therapy was on. The situation was not resolved. There were no falls reported that could be related to the issue. She was not feeling stim and started leaking again. On program 4 at 1.8 volts, the patient had leaking. It was reviewed how to change from program 3 at 1.9 volts to program 4 at 2.2 volts. She was feeling stim in the heel. This was considered a sudden change in symptoms/therapy. She started leaking urine on (B)(6) 2015. The patient was also having bowel trouble in the last two weeks and was dealing with incontinence. She was also taking apple pectin to help with the bowels. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. If additional information is received, a follow-up report will be sent.